Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a cranial procedure, the perforator bit was involved with an event resulting in what appeared to be metal shavings. It was also reported that there was no adverse consequences as a result of this event. It was further reported that there was no surgical delay and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit was involved with an event resulting in what appeared to be metal shavings. It was also reported that there was no adverse consequences as a result of this event. It was further reported that there was no surgical delay and the procedure was completed successfully.